Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, out of ranged high voltage impedance on the right ventricle (rv) lead was noted. The physician checked other electrical measurements which were in range. The physician opted to not take any action and the rv lead remains implanted. The patient was in stable condition.